Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer's blood glucose (bg) ranged between 50 and 400 mg/dl. Reportedly, the customer requested and delivered a food bolus; however, customer did not end up eating the intended amount of carbohydrates initially bolused for. The customer drank juice to treat bg level. At the time of the report with tandem technical support the touch screen functioned as intended; therefore customer continued to use the pump for insulin therapy.